Manufacturer narrative:
These medical device reports (mdrs) are being filed past the regulatory reporting timeframe as they are a result of a retrospective review of our complaints.

Event description:
On (B)(6) 2024, customer reported that hc1w heelcheck boot, standard w/wedge was not properly being used by hospital staff. As a result, 18 hospital-acquired pressure injuries were observed.